Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one photograph . The photo of the product depicts that the distal end of the device appeared to have heat damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition can be caused by a hot surface coming in contact with the device and melting/burning the plastic. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid colectomy, the cannula was broken. The harmonic seemed to have burned/melted the cannula. Another device was used in order to complete the case. There was no patient injury.